Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered one inappropriate anti-tachycardia pacing (atp) and eight electric shocks due to a possible atrial arrhythmia with rapid ventricular response. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This product remains in-service.